Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. The device will not be repaired at this time since it is a stay-in unit. Additional: a service history review has been performed and the device has been previously serviced by baxter. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During service by baxter personnel, it was found that a colleague infusion pump experienced failure code 810:03 on channel a, which caused an interruption of delivery. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.